Manufacturer narrative:
Findings: unit received with no button response due to flattened act keypad dome. Unable to performed functional test due to keypad anomaly. Keypad connector found close properly during visual inspection. Minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown.